Event description:
It was reported that during the implant procedure and after the left ventricular lead was placed the patient experienced diaphragmatic stimulation. The physician repositioned the lead, which resulted in "bad" parameters. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The lead was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was further reported that there were high thresholds due to poor position of the lead.